Manufacturer narrative:
Investigtation: calculated final fluid balance (including saline bolus): 697ml. Investigation is in process. A follow up report will be provided.

Event description:
The customer reported they were having difficulty establishing the interface during a continuous mononuclear cell (cmnc) collection procedure. When the customer checked if the saline roller clamps were closed, they found them both open and the 500ml saline bottle had already been changed 3 times, that is, 1500ml of saline had already been used between the prime and about one hour into the procedure. The customer stated that the patient is fine with no effects and current status is good. Patient ID and age are not available at this time. The disposable set is not available for return because the customer was able to finish the procedure. This product is not available within the us, but this report is being filed due to an alleged failure that could occur on a similarly marketed device platform cleared for use by the FDA.

Manufacturer narrative:
This report is being filed to provide additional information in a.1, a.2, b.5, e.1, h.6 and h.10 (h.11) and corrected information in e.3. Investigtation: calculated final fluid balance (including saline bolus): 697ml. A review of the device history record (DHR) for this unit showed no irregularities during manufacturing that were relevant to this issue. The run data file (rdf) report confirmed that the patient¿s tbv was 4282 ml and the final fluid balance was 116%. The patient¿s final fluid balance was calculated including the unintended saline bolus: final fluid balance = (4282 ml x 1.16) + 1500 ml / 4282 ml x 100% = 151% a disposable lot history search indicated there were no other reported occurrences of open inlet saline roller clamp on this lot worldwide. The customer provided 9 pictures to further aid in the investigation. The pictures were evaluated and the following observations were no ted: picture 1: a screen shot of the end of run report showing the following values: gender: male weight (kgs/lbs): 71kgs type of procedure: cmnc entered height (cm/inches): 156cm actual and entered tbv: 4282 final fluid balance: 116% picture 2: a screen shot confirming ¿inlet pressure low¿ alarm at 10:27. Picture 3: a screen shot confirming ¿interface took too long to establish¿ alarm at 10:40. Picture 4: a screen shot confirming multiple ¿inlet pressure low¿ alarms. Picture 5: a screen shot confirming multiple ¿inlet pressure low¿ alarms. Picture 6: a screen shot confirming multiple ¿inlet pressure low¿ alarms. Picture 7: a screen shot confirming multiple ¿inlet pressure low¿ alarms. Picture 8: a screen shot confirming multiple ¿inlet pressure low¿ alarms. Picture : a screen shot confirming the procedure was ended on 15:03. Root cause: a root cause assessment was performed for the unintended saline bolus to the patient. Based on the customer's statements, the operator failed to follow the screen prompts to fully close both the inlet and return saline roller clamps at the end of saline prime and saline prime divert. A root cause assessment was performed for the inlet pressure low alarm. Based on the available information a definitive root cause could not be determined but it is likely due to one or a combination of the possible causes listed below: the patient¿s inlet access was out of position. An occlusion or kink in the inlet line. The inlet flow rate was set too high for the size of the patient¿s access. Correction: terumo bct clinical specialist reminded the customer to check and make sure that the saline roller clamps were closed. The customer verified and acknowledged that both the saline roller clamps were inadvertently left open.

Event description:
The customer reported they were having difficulty establishing the interface during a continuous mononuclear cell (cmnc) collection procedure. When the customer checked if the saline roller clamps were closed, they found them both open and the 500ml saline bottle had already been changed 3 times, that is, 1500ml of saline had already been used between the prime and about one hour into the procedure. The customer stated that the patient is fine with no effects and current status is good. The disposable set is not available for return because the customer was able to finish the procedure and it was discarded. This product is not available within the us, but this report is being filed due to an alleged failure that could occur on a similarly marketed device platform cleared for use by the FDA.